Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.